Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.6 investigation summary. Catalog number: 367988. Batch number: 2172263. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for additive abnormality (reported as tubes sweating) with the incident lot was not observed. Additionally, retention samples from bd inventory were visually inspected and no issues were observed relating to additive abnormality as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes that there was incorrect additive. The following information was provided by the initial reporter: it was reported by the customer that they are experiencing some sort of ¿sweating¿ or condensation on their vacutainer tubes. Customer is experiencing some sort of ¿sweating¿ or condensation on their vacutainer tubes.